Event description:
It was reported that during a routine follow-up, this right ventricular (rv) lead exhibited high pacing thresholds. Fluoroscopy imaging was performed, and it was discovered that the lead position was the cause of the high pacing thresholds. The rv lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported. The lead is expected to return.

Event description:
It was reported that during a routine follow-up, this right ventricular (rv) lead exhibited high pacing thresholds. Fluoroscopy imaging was performed, and it was discovered that the lead position was the cause of the high pacing thresholds. The rv lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported. This lead was returned, and analysis was performed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner and outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, and electrode tip found no anomalies. Dried body fluid and tissue were noted in the helix housing which is normal for active fixation leads. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.